Event description:
Patient reported right side "breast lump" pain and hardness. Patient later reported rupture. Healthcare professional reported ¿right side rupture discovered during surgery and capsular contracture baker grade IV as well as ¿fibrotic tissue with histiocytic and giant cell reaction and mild chronic inflammation¿ and ¿difficult to breathe when laying down due to pain in the right breast." The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contraction baker grade IV.